Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, hypersensitivity, new or worsening asthma, inflammatory response, kidney disease/ toxicity, liver disease/ toxicity, lung disease, and reduced cardiopulmonary reserve. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, hypersensitivity, new or worsening asthma, inflammatory response, kidney disease/ toxicity, liver disease/ toxicity, lung disease, and reduced cardiopulmonary reserve. Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. No evidence of sound abatement foam degradation or cross contamination. The manufacturer previously reported the recall number as: z-0882-2023. The correct recall number is: z 1956-2021.